Manufacturer narrative:
Physio-control has performed an initial device evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that while during patient use, their device lose power several times. The customer indicated that over a two (2) hour period, the device lost power on four (4) occasions. The patient had complained of shortness of breath but did not lose consciousness. The patient did not suffer any adverse effects during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported loss of power. Physio did however verify that the reported issue occured via the electronic patient record and the electronic keylog of the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.